Event description:
An initial event notification was received by united therapeutics drug safety on 16-jan-2026 from (B)(6) and forwarded to millyard advanced medical products, llc on 17-jan-2026. It was reported that on 14-jan-2026, the patient received multiple alarms while using their remunity pump. The patient was unable to resolve the alarms with initial troubleshooting efforts and was subsequently admitted to the hospital. It was further reported that the patient planned to attempt a cassette change and would contact the specialty pharmacy if additional assistance was required. Additional information received from (B)(6) on 10-feb-2026 indicated that the patient expired on 25-jan-2026 following a hip replacement procedure performed during the hospitalization. Information received from (B)(6) on 16-feb-2026 further stated that the patient expired after having a hip replacement and being high risk for anesthesia due to their existing pulmonary hypertension. No further details regarding the specific cause of death were provided.

Manufacturer narrative:
Follow-up to MDR #3016798778-2026-00024, submitted on 13-feb-2026. This submission includes additional information obtained since the original submission. Additional information received by accredo health group on 16-feb-2026 has been incorporated into the event narrative (b5). Despite the new information, the patient's specific cause of death has not been provided. Based on the information available for assessment, a relationship between the remunity pump and the patient's expiration cannot be determined. Section h6 was updated to reflect that no log data is available for review. No components or further information have been provided to millyard advanced medical products, llc, for additional investigation.

Manufacturer narrative:
Efforts to obtain additional information from accredo health group, inc., are ongoing. Any new information relevant to the reported event will be provided in a follow-up report. It was reported that the patient expired following a hip replacement procedure performed during the hospitalization. The specific cause of death has not been provided. Based on the information available for assessment, a relationship between the remunity pump and the patient's expiration cannot be determined. At the time of this report, no components or additional information have been provided to millyard advanced medical products, llc, for further investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on 16-jan-2026 from accredo health group, inc., and forwarded to millyard advanced medical products, llc on 17-jan-2026. It was reported that on (B)(6) 2026, the patient received multiple alarms while using their remunity pump. The patient was unable to resolve the alarms with initial troubleshooting efforts and was subsequently admitted to the hospital. It was further reported that the patient planned to attempt a cassette change and would contact the specialty pharmacy if additional assistance was required. Additional information received from accredo health group on 10-feb-2026 indicated that the patient expired on (B)(6) 2026 following a hip replacement procedure performed during the hospitalization. No further details regarding the specific cause of death were provided.